Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.